Manufacturer narrative:
Evaluation summary: we inspected the actual product at pentax medical akishima and confirmed that the front panel did not light up even when the power was turned on. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was due to a system power supply failure. It was not possible to identify the specific failed part. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured plexus on 01-dec-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 06-feb-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Additional information: the event occurred in the operating room before use. No patient was harmed, but endoscopy was discontinued due to lack of alternatives. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When it turned on the power for use, there was a burning smell from the inside, and the main unit did not work at all. It turned off the power immediately, but the hospital was filled with a burning smell. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.